Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating that the device was kept in the hospital and will be returned per hospital's protocol.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker was suspected to have premature battery depletion. This device was explanted after 8 months of implant. No additional adverse patient effects were reported.